Event description:
It was reported that a user of an infusion set (contact detach) experienced an occlusion alert indicating obstruction of insulin flow prior to a planned supply change, and insulin delivery resumed after completing the full supply change; relevant lot information was provided for the cartridge, connector, and contact detach. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with evidence consistent with a deformation problem contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.